Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of incident and the current blood glucose value was 219 mg/dl. Customer stated on front screen where it had numbers, two circles that look like white milk bottles. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.